Manufacturer narrative:
Technician found the brakes would not hold due to damaged castes. Replaced brake and steer casters to resolve this issue.

Event description:
Info received that the brakes will not hold. No injury reported.